Event description:
Customer reported the insulin pump had a broken battery cap for awhile and now it alarmed button error. Customer's blood glucose was 101 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on keypad traces. The device was received with stripped battery cap coin slot, minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.